Manufacturer narrative:
(B) (4). Customer's returned meter (B) (4) was investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes of 75 mg/dl and 352 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that during an interventional procedure, retrieval difficulties occurred. The lesion was located in a vein graft to the rca. The filterwire ez 190cm was deployed. The entire device was withdrawn with the filter basket open, unsheathed, without using the retrieval sheath included with the device kit. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
This is an initial report. The customer's meter has been returned. An investigation is in process. A follow-up report will be filed once the investigation results are available.